Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded portion of iud') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, autoimmune disorder, pelvic pain and migraine outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered autoimmune disorder, migraine and pelvic pain to be related to essure. The reporter commented: right tube: 0 coils. Left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the left uterine tube is completely occluded. The proximal 3 cm of the right uterine tube is patent as the essure device is some that distal in position but there is no evidence of contrast extending to the distal right tube and certainly there is no evidence of contrast spilling free into the peritoneal cavity. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded portion of iud') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, autoimmune disorder, pelvic pain and migraine outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered autoimmune disorder, migraine and pelvic pain to be related to essure. The reporter commented: right tube: 0 coils. Left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the left uterine tube is completely occluded. The proximal 3 cm of the right uterine tube is patent as the essure device is some that distal in position but there is no evidence of contrast extending to the distal right tube and certainly there is no evidence of contrast spilling free into the peritoneal cavity. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Lot number: 626503 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded portion of iud') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, autoimmune disorder, pelvic pain and migraine outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered autoimmune disorder, migraine and pelvic pain to be related to essure. The reporter commented: right tube: 0 coils. Left tube: 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the left uterine tube is completely occluded. The proximal 3 cm of the right uterine tube is patent as the essure device is some that distal in position but there is no evidence of contrast extending to the distal right tube and certainly there is no evidence of contrast spilling free into the peritoneal cavity. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.